Event description:
It was reported to philips that the device display blacked out during patient care. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.